Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the voltage on the battery pack rechargeable lithium ion tri-cells was uneven. The root cause of the uneven voltage on the battery cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (can connection status) was isolated to a spot weld deficiency in the j702 in the dn pca. The root cause for the spot weld deficiency could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that an electrode belt had can connection messages.